Event description:
It was reported that noise was observed on both leads. The noise became more pronounced while isometrics were performed. The sensing polarity was programmed to the unipolar configuration. The patient was not pacemaker dependent.

Manufacturer narrative:
No medwatch form was received.